Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was received for analysis. There was a shaft kink 32.5cm from the hub. There was shaft damage, exposing braids 23cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 23-aug-2016. It was reported that shaft kinked occurred. During procedure, an 6f fr4 runway ¿ guide catheter was selected for use. It was noted that after opening the packaging of the catheter, the device was found to be kinked in two places between proximal and mid catheter. The catheter was not used at all and the physician finished the case using another 6f fr4 runway ¿ guide catheter. No patient complications were reported and the patient's status is stable. However, device analysis revealed shaft damage exposing braids 23 cm from the hub.